Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded.

Event description:
It was reported the patient was having an increase in seizures. Patient was referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.